Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that there was a sudden change in the pace impedance measurements when it comes to this device. Patient testing was recommended. A possible s-ICD implant is being considered. No adverse patient effects were reported.